Event description:
Reference number (B)(4). Event occured in the united arab emirates. It was reported that patient was hospitalized on (B)(6) 2025, with a blood glucose level of 600 mg/dl at the time of admission. Treatment was administered via insulin pen, and the hospitalization lasted for less than twenty-four hours. The patient also suffered from tiredness during this event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.